Manufacturer narrative:
The device was returned to resmed for an engineering investigation. The investigation methods, results, and conclusion are not finalized at this stage. When more information is available a supplemental report will be submitted. (B)(4).

Event description:
It was reported to resmed that an astral device had an internal battery issue. There was no patient harm or serious injury reported as a result of this incident.

Manufacturer narrative:
The astral device was returned to resmed for an investigation. Performance testing and review of the device data logs could not reproduce nor confirm the reported battery issue. The investigation determined that there was no fault found with the returned device. The device operated per specifications. Resmed's risk analysis for the use of this device remains acceptable. (B)(4).

Event description:
It was reported to resmed that an astral device had an internal battery issue. There was no patient harm or serious injury reported as a result of this incident.